Manufacturer narrative:
Patient information was requested but not yet provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected thrombus and log files were sent for review. The pump power remained stable throughout the log with a downward trend in pulsatility index (pi) noted over the course of the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of suspected thrombus, aortic insufficiency (ai), elevated lactate dehydrogenase (ldh), sepsis, patient-related conditions, and the subsequent patient outcome could not be conclusively established through this evaluation. The submitted log file contained data from 06mar2022 through 07apr2022, per the timestamps. No notable events or alarms were captured. The pump operated at or above the low speed limit for the duration of the file. The account indicated that the death was not device related. The device reportedly operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis, hemolysis, sepsis, and death. Additionally, section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The IFU also provides care instructions in regard to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no thrombus confirmed and no reported changes to patient condition or anticoagulation status or recent changes to pump parameters that may have contributed to the event. The ramp echocardiogram showed that the ventricle went from 6.31 at 9200 rmp to 5.78 at 9600 rmp as well as mitral regurgitation and aortic insufficiency. The patient had bilateral pleural effusions and rising lactate dehydrogenase (ldh). The patient was put on a heparin drip. The patient became septic on (B)(6) 2022 and passed away on (B)(6) 2022 after care was withdrawn. The death was not thought to be pump related and the pump reportedly operated as expected.